Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy cable and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During response to a report that the device displayed the service led, physio-control observed that the therapy cable was physically damaged and shorted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Event description:
During response to a report that the device displayed the service led, physio-control observed that the therapy cable was physically damaged and shorted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The root cause was determined to be the shorted therapy cable.